Event description:
It was reported that a patient underwent a laparoscopic myomectomy on (B)(6) 2012. During the procedure, after 200 grams of the 700 gram myoma was cut, the rotation of the blade got slow and the blade got dull rapidly. The device could not rotate. The surgeon removed the device and detached the trigger and housing to check. After that, the surgeon reinserted the device, however, the blade would not come out from the sheath. Then the surgeon added a small incision of about 5cm under navel to remove the myoma during the surgery. The myoma was removed with a surgical knife and forceps. The surgery was completed successfully. The surgeon stated that the myoma was not completely separated from uterus because of the large size and since the myoma could not be freely moved with the movement of the device, the device was overloaded. The surgeon opined that an open procedure should have been performed because the large size of the myoma. The current condition of the patient is stable.

Manufacturer narrative:
(B)(4). Poor blade performance. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: the main housing of the returned device was received in disassembled condition. When the returned trigger alone was attached to the motor drive unit and activated, the trigger operated as intended.